Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of a patient sample mismatch issue with cobas infinity software version 2.5.1. The customer alleged they made several aliquots from one sample and the name was different between the sample ID and the name on some of the aliquot tubes. The customer stated this sample ID had the same sample ID as a different person it was labeled with in 2018. This issue could affect the interpretation of patient results and patient identification. No questionable results were reported outside of the laboratory due to this issue.

Manufacturer narrative:
The investigation determined the customer incorrectly configured the host connectivity agent settings in the cobas infinity software. The software performed correctly as configured.